Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and anxiety. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain abdominal"), back pain ("back pain") and arthralgia ("joint aches"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced abdominal distension ("bloating"). In 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis."). The patient was treated with nortriptyline, levonorgestrel (mirena) and surgery (laparoscopic total hysterectomy, left salpingo-oophorectomy,right salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, fibromyalgia, allergy to metals, dysmenorrhoea, dyspareunia, abdominal distension, adenomyosis, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fibromyalgia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Lot number:626680. Manufacturing date: 2008-02. Expiration date: 2010-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and anxiety. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain abdominal"), back pain ("back pain") and arthralgia ("joint aches"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced abdominal distension ("bloating"). In 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis."). The patient was treated with nortriptyline, levonorgestrel (mirena) and surgery (laparoscopic total hysterectomy, left salpingo-oophorectomy,right salpingectomy). Essure was removed in (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, fibromyalgia, allergy to metals, dysmenorrhoea, dyspareunia, abdominal distension, adenomyosis, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fibromyalgia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received. Case became serious incident, removal details updated. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.